Event description:
This pt received a violent (240-volt) electrical shock from a household appliance. Following the shock pt experienced painful nonauditory sensaions in the area around the implant's receiver/stimulator. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was coducted in 2003. Results of the device analysis confirmed the malfunction.